Event description:
A us distributor reported that a patient's was receiving abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to contamination in the j502 on the ca board.  The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.   No adverse events occurred from the monitor malfunction.